Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back and leg pain. When the system was activated all components appeared to be functioning as expected. On (B)(6) 2025 the firm was notified that the patient was scheduled for a surgical revision. The physician reported that the patient had presented to the medical clinic with reports of intermittent communication issues between the implantable pulse generator (ipg) and the external therapy discs. Imaging was done at the clinic and found that the ipg had migrated to no longer sit parallel to the skin surface, likely causing the communication issues. On (B)(6) 2025 surgical revision was performed to reposition the existing ipg. During the procedure the device sustained damage from handling and the ipg was replaced with a new unit.

Manufacturer narrative:
Imaging performed at the medical clinic confirmed device migration. Periodic communication seems to indicate that the device continued to function but the position was interfering with consistency. Migration is a known inherent risk of implantable neuromodulation devices.